Event description:
In july 2005, there was reportedly no link between the external equipment and the patient's cochlear implant. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the patient's device was not functional. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.